Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. The sensor lot number could not be obtained, therefore no complete UDI number was able to be recorded. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text: product not returned.

Event description:
The customer reported that the sensor provided slow and inaccurate reading[s] of spo2 and pr. There was no patient impact or consequence reported.